Event description:
Information received indicates the hi/low function has a slow drift down.

Manufacturer narrative:
The technician cleaned and degreased the hi/low drive brake assembly to repair the bed.